Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports smoke at the fiber cable source connector, burn on the wolf port. (B)(6) 2017 the customer reports that issue was discover during a laryngoscopy and direct base of tongue biopsy. The rn connected head lamp to light box port (wolf), set box to 60%. Surgeons requested more light, rn adjust to setting, after sometime rn states smoke was observed at turret of the light box. Device had been inuse for 45 minutes before issue occurred. This was not first time use for this device. No harm done.

Manufacturer narrative:
On 5/10/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - there was a mlx light source returned because of smoke at the fiber cable source. The unit was tested on 12/19/16 with no deficiencies identified. A visual inspection showed the wolf port on the turret had black marks from heat. When the unit was turned over, it was noticed that something was loose inside. The unit was opened to find the mirror within the light source had come loose, allowing the unit to heat up. The mirror can become lose if the unit is jarred from impact. The fiber optic cable returned with the unit was damaged also. However, the fiber optic cable returned with unit was not an integra fiber optic cable. The issue was confirmed. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none.. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history: corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause is, damaged.